Event description:
It was reported that the pt experienced a return of symptoms following a confirmed (in the events log) pump motor stall. There was no motor stall recovery noted. No further details, pt symptoms or outcome were provided. Additional info was requested but unavailable at the time of this report, a f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)